Event description:
The customer reported that following a ptca/stent procedure in 2003, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the operator had difficulty removing the sheath and it had to be withdrawn with force. While forcefully removing the sheath, the plunger perforated the side of the sheath tubing. The device was removed from the tissue tract and manual pressure was applied. No pt complications were reported.